Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 27-nov-2017. The most recent information was received on 05-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in belly") in a female patient who had essure (batch no. C26955) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), burnout syndrome ("burnout"), menorrhagia ("haemorrhagic menstrual periods"), amnesia ("memory loss") and pain in extremity ("pain in legs"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, burnout syndrome, menorrhagia, amnesia and pain in extremity outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, burnout syndrome, menorrhagia and pain in extremity with essure. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 06-dec-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 5-dec-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via (B)(6) ((B)(4)) on 27-nov-2017. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ("pain in belly") in a female patient who had essure (batch no. C26955) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), burnout syndrome ("burnout"), menorrhagia ("haemorrhagic menstrual periods"), amnesia ("memory loss") and pain in extremity ("pain in legs"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, burnout syndrome, menorrhagia, amnesia and pain in extremity outcome was unknown. The reporter provided no causality assessment for abdominal pain, amnesia, burnout syndrome, menorrhagia and pain in extremity with essure. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 30-nov-2017 for the following meddra preferred term: abdominal pain. The analysis in the global safety database revealed 1.740 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the consumer or regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.